Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed air-in-line alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'error message air in line' was not reproduced. A review of the history log revealed air in line alarmmessages. The device was tested for air in line and failed due to fluid numbers would not clear. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range. Ultrasonic sensor replacement is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.